Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels of "high"; although specific value was not provided. Bg cause was unknown. Bg was addressed by changing the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.